Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced multiple issues following the initial implant procedure. The implant was not holding a charge for 24 hours, with the battery depleting to 0% within that period and therapy turning off unexpectedly. The patient had difficulty charging the implant, requiring over 2 hours to reach a full charge, and observed a yellow light flashing on the recharger with a message to "call the product administrator." The handset had difficulty locating the device, and the device would cut out if the recharger was more than 2 feet away from the implant. For the last three nights, the implant battery was dead in the morning, resulting in therapy interruption. The wr belt was not effective for charging, and the patient needed to use a hard-covered book and towel to achieve a charging connection. The handset battery usage increased significantly, requiring 40% to charge the implant compared to the previous 10%. After reprogramming, the implant continued to deplete within 24 hours. Frequent charging was required, impacting the patient's quality of life, and stimulation needed to be on at night due to pain, complicating the charging schedule. Troubleshooting steps included meeting with the representative for device adjustments, trying different programs, rebooting the recharger, and reviewing charging logs and programming options.